Event description:
The customer reported that her insulin pump did not alarm no delivery when her infusion set tubing was kinked. The customer stated that the insulin pump has changed from military time to am/pm on its own. Troubleshooting was performed. Ran a self test and passed. Assisted the customer correcting the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.